Event description:
A user facility reported that an intraocular lens (iol) had a "superficial" defect in the optic. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/04/2010 and 11/23/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).